Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Each device is 100% inspected to confirm distal tip of sheath is sanded and free of rough edges and confirm smooth transition between sheath and dilator at sheaths distal end. Without benefit of a lot number or the returned device for examination, it is difficult to determine with certainty why the physician experienced this failure mode; however, it is possible poor user technique may have contributed: dilator not sufficiently secured to sheath via opti-loc feature. Unless an audible click is achieved between the sheath and dilator, the dilator may back out during advancement creating poor transition at the distal end causing difficult advancement and/or vessel trauma. Device not held at point close to entry site. Grasping the device away from entry site during advancement may cause flexure in sheath/dilator system and increased approach angle creating gap at distal transition causing difficult advancement and/or vessel trauma. We are continuing our monitoring of similar complaints and appropriate internal personnel have been notified.

Event description:
Good quality common femoral artery with no significant anterior wall disease is not excessively large patient. Uncomplicated ultrasound guided retrograde punctures. Initial insertion of a short another manufacturer's 5f sheath for diagnostic runs and catheter insertion. Exchange for rosen wire (stiff). Up and over for access to contralateral leg. The 6f balkin despite being wet, flushed and on a stiff wire, had significant difficulty entering vessel and when it did, it certainly felt like a sudden loss of resistance despite no excessive force. Obturator intact. Dr thinks the short introduction tip enters, but then the transition to the sheath catches. Patient developed large haematoma that could not be closed percutaneously and required a cut down which demonstrated an oblique vessel tear.